Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked from the top of the syringe. The event occurred during patient use/administration. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3 and h6 codes - updated. One used and decontaminated device was returned for investigation. Visual inspection of the returned sample revealed damage to the shoulder of the syringe barrel near the base of the luer fitting and the complaint was confirmed. The condition of the sample was such that it was not possible to conduct a leak test. However, the damage resulted in a hole to be present, confirming that leakage would most likely occur. A device history record (DHR) review could not be performed as the lot number was unknown.